Event description:
The device was cut in half and the first piece was tacked in place. The second half of the original device was then placed and delaminated while being tacked into place. The surgeon completed the procedure. No adverse patient consequence was reported and device remains implanted.